Event description:
Alcon reported to scott medical products that a surgeon reported a case of acute glaucoma with central retinal artery occlusion (crao) the patient had a gas bubble in place from a previous ocular surgery when patient developed a gi emergency that required surgery. Following gi surgery, the patient reported that on awakening from anesthesia (general nitrous oxide) patient noted significant periocular pain and patient's spouse noted that patient's eye was quite red and inflamed. The patient did not return for a post-op visit until weeks later. Optic nerve and retina were atrophic. Note: as reflected in the package insert, a perfluoropropane (c3f8) gas bubble remains in place for approximately five weeks. The directions for use (dfu) states that nitrous oxide should not be administered during anesthesia when a gas bubble is in place. Nitrous oxide can rapidly equilibriate with the gas, expand and raise the pressure in the eye.